Event description:
A customer found an improvised cutting device contained in one of the collection pouches in an aptima swab collection kit, p/n 301041-01, l/n 108901. Thermoformer operators are required to cut paper and plastic rolls and this device must have been used by an operator for this purpose. This device must have accidently fell into a pouch during the manufacturing process. There have been no further complaints by customers for this lot of collection kits. This investigation concludes that it is highly unlikely that any more of these devices are in pouches from this batch.